Event description:
As reported via the edwards clinical specialist, post deployment of the edwards sapien valve, the patient was in ventricular fibrillation. Per the case report, the patient underwent balloon aortic valvuloplasty (bav)x 3 with an edwards bav during extended rapid ventricular pacing runs. The patient required two cardioversions and extended CPR was performed, returning the patient to her normal rhythm. Her hemodynamics were stabilized with a blood pressure of 108/62. The patient was placed on a prophylactic intra aortic balloon pump until the next morning. Per the physician, the hemodynamic event was believed to have been caused by the rapid ventricular pacing runs exacerbating the patient's mr. The sapien valve was functioning normally and the access site was closed without complications.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmia is a known potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. Ventricular fibrillation is a life threatening arrhythmia that is typically a complication associated with heart disease, poor ventricular function, annular rupture/ aortic dissection, inadequate coronary perfusion/mi, and/or certain underlying conduction disorders. The thv training manuals ((B)(4) multiple elements), instruct the operator on how to minimize myocardial ischemia during bav and valve deployment, and caution the operator to prepare for complications during the procedure, including arrhythmias requiring defibrillation. In this case, the ventricular fibrillation appears to be related to long rapid pacing runs as reported by the physician. In addition to procedural factors, the patient's underlying co-morbidities, including coronary disease and atrial fibrillation, may have contributed to the event.